Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1. Initial reporter phone (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31064353 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Coil unraveling is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, when the doctor filled the aneurysm with an orbit galaxy coil (640cf0515, 31064353), it was found that the shape of it was not ideal. The doctor only retracted the coil and found that the coil was unraveled/stretched. The doctor switched to a new coil to complete the surgery. The microcatheter (other brand) was not replaced. There was no patient injury reported. Additional event information received on 17-mar-2025 indicated that there was no positioning difficulty. The coil did not fail to conform to the walls of the aneurysm. There was no aneurysm characteristics that may have contributed to the event. Prior to this coil, there were other coils that had been able to be advanced through the same microcatheter. The coil was not entangled with other implanted coils. The procedure was delays by 5 minutes, resulting in no clinical significance.